Manufacturer narrative:
Visual inspection performed by r&d manager: around two months after primary cementless tka, tibial tray subsides macroscopically and needs revision. Visual inspection of the tibial tray: the explanted tibial tray presents wide distal area with residual bone. On the bottom side it's possible to note a small region, located in the antero-medial side, where the trabecular layer looks deformed. The deformation it's compatible with a tool, used to removed the tibial tray from the bone. No other relevant elements can be found on the explant tibial tray. Visual inspection of the tibial insert: on the articular surface it's possible to note some scratches probably created in the attempt of removing the insert from tibial tray. No other relevant elements can be found on the explant tibial insert. Based on the analysis of the explanted devices we see no reason to suspect a faulty device at the origin of this adverse event.

Manufacturer narrative:
Batch review performed on 31 august 2023: lot 2117108: (B)(4) items manufactured and released on 08-feb-2022. Expiration date: 2027-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department. Few weeks after primary cementless tka, the tibial tray subsides macroscopically and needs revision. Indeed, it's probably more the proximal tibial bone that gave way. It's possible that the implant was not lying fully on the medial cortex: from the postoperative xray, a rather evident radiolucency is visible medially, which may lead to think that the implant never found a good contact with the host bone, for unknown causes. Another possibility is that the edge of the implant did not reach the medial cortex, either because of a lateral offset position or undersizing, but this is difficult to ascertain with the images at hand. We see no reason to suspect a faulty device at the origin of this adverse event.

Event description:
Revision surgery performed at about 2 months post primary for tibial tray subsidence. Tibial components revised successfully.